Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The sample results fluctuated around the assay's cut-off value of 1.0 coi. Such results, both below and above the cut-off level, are consistent with the precision data outlined in the assay's method sheet. Calibration and quality control data were not provided, which limited further analysis. The root cause of the reported event could not be definitively determined. It was recommended that hiv confirmatory testing, including western blot and hiv rna tests, be performed to resolve the discrepant findings. The results should be interpreted in conjunction with the patient¿s medical history, clinical examination, and other diagnostic findings.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the c8000 data manager server g9. On (B)(6) 2023, the sample was tested twice, yielding non-reactive results of 0.937 coi (cut-off index) (ahiv 0.922 coi and hivag 0.169 coi) and 0.899 coi (ahiv 0.885 coi and hivag 0.157 coi). On (B)(6) 2023, the sample was tested again and yielded a reactive result of 1.01 coi (ahiv 0.992 coi and hivag 0.189 coi). On (B)(6) 2023, a subsequent test also yielded a reactive result of 1.01 coi (ahiv 0.994 coi and hivag 0.180 coi). The sample results were noted to fluctuate around the assay's cut-off value of 1.0 coi.